Event description:
A high reading issue was reported with the adc device. A customer reported receiving a high sensor scan of 140 mg/dl when compared to a built-in meter result of 45 mg/dl. When the results were plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. The customer was hypoglycemic with symptoms of sweating, cold, and shaking. The customer was unable to self-treat and was provided a glass of fruit juice, a glass of water, sugar, and a cookie for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.